Manufacturer narrative:
It was reported that the ventilator did not pass the pre-use check due to the cleaning procedure for the expiratory cassette membrane was not performed correctly and it was necessary to replace the membrane to solve the issue.

Event description:
Manufacturers ref#: (B)(4).

Event description:
It was reported that the ventilator failed the pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).